Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut down while on a pt. The pt was manually ventilated. It is unk if the ventilator alarmed when the reported problem occurred.